Manufacturer narrative:
G4: 26feb2020. B4: 02mar2020. The replaced flex circuit cable was returned for failure analysis. The cable was returned with bent pins. There were no functional faults found during testing. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's display was flickering. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 24sep2019. Date of report: 25sep2019. The international fse (field service engineer) reported that replacing the flex circuit cable resolved the problem. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
It was reported that the ventilator's display was flickering. There was no patient involvement.